Manufacturer narrative:
(B)(4). The sapien 3 valve is currently under investigation in the united states for use as an adjunct to surgery in the management of pediatric and adult patients with dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and regurgitation >= moderate regurgitation and/or stenosis mean rvot gradient >= 35mmhg. The instructions for use (IFU) includes the following precaution:  do not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality. In addition it is noted in the training manual to use the delivery system balloon if post dilation is necessary.  Per the instructions for use (IFU), thv dysfunction resulting in pulmonary valve symptoms is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause pulmonic regurgitation. Occasionally there are cases where the root cause of the regurgitation cannot be determined.  During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the severe pulmonic regurgitation was likely caused by the post dilation with the non-edwards balloon.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards patient registry, two 26 mm sapien 3 valves were implanted in the pulmonic position via transfemoral approach. The first valve was placed with good result, then the physician post dilated the valve with an atlas balloon (non-edwards) which resulted in moderate to severe pulmonic regurgitation. The patient had a great outcome post second sapien 3 valve implantation.

Manufacturer narrative:
Additional information was received. Section has been updated with the patient's medical history.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.